Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer has been hospitalized three times. Customer stated that the insulin pump did not alarm when out of insulin. Customer's blood glucose reading at the time of the hospitalization was 600 mg/dl. Customer reported symptoms of large keytones and abdomen pain. Customer also reported an urgent care visit for high blood glucose readings of 253 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and a no delivery alarm were noted in the alarm history. High pressure test was also performed and passed. Customer's current blood glucose reading is 547 mg/dl and has treated with the insulin pump and a syringe. No further information reported.